Event description:
It was reported that the cutting surface of the rod cutter is chipped.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the rod cutters design is appropriate for its intended use. The design of the open rod cutter has been in clinical use for many years with no previously reported complaints. The sales consultant who reported the complaint was said that a consultant and was not present for the complaint event. It is unknown how the rod cutter was used, or with what system. This complaint is indeterminate as it is impossible to tell how the cutter was being used at the time of the event. The manufacturing evaluation showed that the cutting edges were badly chipped. Titanium rods 498.290 were especially ordered to test the cutters. A rod was placed in an area of the jaws that was not damaged and a function test was carried out. The cutter sheared the rod without any affect to the jaws suggesting that the cutter was damaged due to a handling error. However during the investigation, it was found that the cutter material does not match the specified material (B)(4) on the drawing and therefore, this complaint is to be concluded as valid.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 1 of 1 for this (B)(4).